Manufacturer narrative:
\This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2016 from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using johnson and johnson floss, mint waxed, dentally for unknown indication (lot number 0476d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed the device cutter was not attached the way it should have been. When the consumer opened the lid the cutter was there but it was not secure. The consumer tried to press it back on but it popped off when the consumer tried to use the device and cut the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction in the united states of america.

Manufacturer narrative:
The date of this submission is 02-sep-2015. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 05-jul-2016 from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using johnson and johnson floss, mint waxed, dentally for unknown indication (lot number 0476d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed the device cutter was not attached the way it should have been. When the consumer opened the lid the cutter was there but it was not secure. The consumer tried to press it back on but it popped off when the consumer tried to use the device and cut the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction in the united states of america. Additional information was received on 20-aug-2016. A review of complaint data revealed no unfavorable trends for the reported lot number. Device history records were reviewed and no deviations or non conformances were noted. Visual inspection was performed on the retain samples and all results met specification. On 21-jul-2016, one reach dental floss mint waxed 55yd lot 0476d was received opened and used. On 03-aug-2016, the field sample was visually examined by appearance. The field sample was verified and did not meet specifications due to the sample received with insert breakage and broken lid. The product met specification as documented in the records and/ or retains sample review. A review of the data associated with the defect plastic insert assembly with cutter portions breaks during use for medium size was performed and no unfavorable trends were identified. Based on the field sample results, there is evidence that a device malfunction occurred. Based on the information available, the device was used for intended treatment. The complaint investigation was closed with a disposition of confirmed. The analysis for the product and complaint category will be managed through monthly trending process. Complaint trends will continue to be monitored. This report had no adverse event. This report remains a reportable malfunction case in the united states of america.